Event description:
The contact stated that the customer tested her blood glucose using her contour meter and a one touch meter. The contour read 261 mg/dl, while the one touch read 87 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The contact stated that he would call back when he had control solution to finish troubleshooting. No product will be returned at this time.